Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. The field service engineer also found traces of dry liquid I on the control printed circuit board (pcb). It was not understood where the liquid (traces) came from. The control pcb was replaced according to the recommendations in the service manual and the ventilator passed pre-use check. There were mildew spots on the dc/dc & standard connectors pcb and the expiratory channel pcb, which also were returned for investigation. The visual inspection of the returned printed circuit boards showed minor traces of dried liquid. The evaluation of received device logs showed that the reported technical alarms occurred once on april 25, the reported date of event, and again on may 23, seemingly during ventilation. Pre-use checks passed march 30 and april 30 around the event. The returned printed circuit boards were tested in the reference ventilator. Three pre-use checks passed and simulated test ventilation ran for five days without issues. If the reported fault appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. Liquid in the ventilator may create an acute short circuit and stop of ventilation. Liquid/moisture on pc boards may also lead to corrosion which may lead to a failure/short circuit and stop of ventilation. Alarms will be generated. The conclusion is that the reported problem could be confirmed in received device logs. As the technical error codes were generated twice in one month, a pcb hardware problem could not be ruled out. Minor traces of dried liquid on the pcbs were also confirmed. When tested in the reference ventilator, the returned printed circuit boards worked as expected.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).